Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this patient received an inappropriate shock. Interrogation of their subcutaneous implantable cardioverter defibrillator revealed there were episodes of oversensing of noise. Noise could be reproduced through testing. The system was reprogrammed to the primary vector and remains in service. No adverse patient effects were reported. Boston scientific received information that this patient received an inappropriate shock due to t-wave oversensing and low morphology. This inappropriate shock induced ventricular fibrillation in the patient which was treated successfully with another shock. An echocardiogram and magnetic resonance image were performed and the patient's ejection fraction was greater than 50 percent. The s-ICD system was reprogrammed off and remains in service. No additional adverse patient effects were reported.